Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/28/2015). The patient¿s meter has been returned on 1/12/2015 and evaluated by life scan product analysis on 1/14/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective eeprom u6. A DHR (device history record) was completed on 12/12/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging she obtained an error 1 message on her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she obtained the error message on (B)(6) 2014 at 1:00am. The patient manages her diabetes with insulin pump therapy. On (B)(6) 2014 at 1:35am, the patient reported administering her usual dose of 2 units of humalog insulin (including sliding scale). The patient reported, ¿five hours¿ after obtaining the alleged message, at 7:00 am on (B)(6) 2014, she developed a ¿low blood sugar¿ and alleged, self-treating with food and/or drink. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged meter issue began.